Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod longer than 48 hours. The adhesive was not sticking well to the skin at the infusion site (leg), which led the patient to remove it. The patient was treated with insulin and a bag of fluids. The patient was released later the same day.